Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2017-00232, 3005168196-2017-00233, 3005168196-2017-00234. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in several branches of the right internal iliac artery (iia) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully deployed and detached several ruby coils into the posterior branch using the lantern without an issue. While attempting to advance the last ruby coil through the lantern and into the posterior branch, the physician experienced resistance. The physician then attempted to reposition the lantern and coil system; however, the ruby coil unintentionally detached from its pusher assembly. Therefore, the lantern containing the detached coil was successfully removed from the patient. At this point, the hospital staff decided to select a smaller branch to move on to. The lantern was then flushed and reinserted into the patient¿s body. While attempting to advance a new ruby coil out of the lantern and into the smaller branch, the physician experienced resistance. Therefore, the ruby coil was removed and a new ruby coil was opened. However, while attempting to advance the new ruby coil through the lantern, the physician encountered resistance. Subsequently, the ruby coil unintentionally detached from its pusher assembly inside the lantern. Therefore, the lantern was removed with the detached coil inside. Upon inspection, the lantern appeared to have a kink in it. The procedure was then successfully completed using a new lantern and five additional coils. There was no report of an adverse effect to the patient.